Event description:
Customer reported unexpected negative reactions with cell #2, cw positive cell, of panocell-16, when testing patient serum containing anti-cw. Gel testing was used. Repeat testing using tube method also resulted in negative reactions. Repeat testing performed with 2 other cw positive cells, cell #2 of panocell-10, lot # 02722, and cell#2 of panocell-10, lot #04751 both resulted positive reactions.

Manufacturer narrative:
Stn# 102707. The presence of the cw antigen was confirmed on retention panocell-16, lot 05754, cell #2. The customer did not return product or sample for investigation.